Event description:
It was reported to bd representatives during their site visit that there were issues with frequent air-in-line alarms that occurred in emergency department and medical surgical unit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported to bd representatives during their site visit that there were issues with frequent air-in-line alarms that occurred in emergency department and medical surgical unit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes and manufacturer narrative.